Event description:
According to the reporter: during a sleeve gastrectomy, the trocar seal fell off of the device. A new device was used to complete the procedure. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the circular and envelope seals are intact. The trocar is undamaged. The seal on the flip top disengaged from the device. Pmv performed functional testing; the device passed a leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.